Event description:
It was reported that during use, when checked at the time of insertion, the fixation water did not come out from the foley catheter. It may come out over time, but there was no time during the operation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was unconfirmed. Visual: received 1 all silicone foley catheter with syringe. Verified material number 119314 and manufacturing lot number ngjx0302. Visual inspection noted no obvious observations. The catheter balloon is inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) using returned syringe. However, asymmetric balloon was observed with balloon concentricity 80/20. The catheter balloon 10ml was deflated in under 49sec. This is within specification per inspection procedure (B)(4), revision 0. Which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Based on the results of the investigation no additional actions are required at this time. Corrections: d, e, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use, when checked at the time of insertion, the fixation water did not come out from the foley catheter. It may come out over time, but there was no time during the operation. Per notification from investigator on 19dec2025, it was reported that asymmetrical balloon was found during sample evaluation on 21oct2025.